Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
The reported events of sensing noise and r-wave amp variation were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was due to external abrasion which is consistent with friction to the device can.

Event description:
New information received notes that patient presented in clinic. Upon interrogation, it was found that patient's right ventricular lead and atrial lead exhibited amplitude variation and noise. No intervention was performed. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10611. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead and right atrial lead exhibited oversensing of noise leading to noise reversion and high ventricular rate episodes. The noise could not be reproduced. No device intervention was performed and the patient will be monitored. The patient was stable.